Event description:
It was reported that an ilet pump charging accessory was not functioning, resulting in the pump not charging and necessitating shipment of replacement supplies and completion of troubleshooting and education. Investigation of this case revealed a reported failure of the external charger with no additional device performance concerns or alarms. No clinical symptoms reported during the event. Outcomes included no impact on health and no medical intervention. It was concluded that the issue involved a nonfunctioning charger, and a replacement was provided.